Event description:
Customer stated that they witnessed the provue dispense liquid into the reagent cell #1 adn #9 of the 0.8% resolve panel a used for preparation of blood antibody screen testing.

Manufacturer narrative:
Customer stated that they witnessed the provue dispense liquid into the reagent cell #1 and #9 of the 0.8% resolve panel a used for preparation of blood antibody screen testing. The root cause was determined as customer error. Prior to the incident the customer emptied the fluid waste bottle and inadvertently forgot to re-connect the waste line tubing connecting the wash station of the probe and the fluid waste bottle. This caused the backup of wash solution to drip from the probe washing station into the reagent red cells. Depending on the specific reagent diluted, a false negative antibody screen (due to the diluted red cell reagent product) could occur leading to the inadvertent transfusion of antigen-positive red cells or antibody-containing plasma that could lead to a hemolytic transfusion reaction in a susceptible patient. The likelihood of serious injury is not remote. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user.